Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's device clinic have not observed a performance issue with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that patient that that implantable pulse generator (ipg) exhibited telemetry issue and would not connect to the home monitor. The ipg remains in use. No patient complications have been reported as a result of this event.